Event description:
It was reported that during the implant attempt, the helix was unable to be re-extended upon repositioning. The lead was not used and replaced with another lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel; full lead was returned and analyzed. Blood/body fluid in/on the helix mechanism and the distal conductor.